Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that during a cryoablation procedure involving a polarx and polarsheath, the patient became clinically hypotensive around 75-80 mmhg systolic. They experienced "blockpnea" and mild chest pain. After a transthoracic echocardiogram (tte) and filling with 1 liter of sodium chloride (nacl) without success, the patient was still hypotensive. Then, a percutaneous pericardial drainage performed. After surgery, there was no residual pericardial effusion and the event resolved. The suspected cause was reported as the atrial fibrillation procedure. The devices are not expected to be returned for analysis.